Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.0in needle will not retract back. The following information was provided by the initial reporter: a few employees at our facility have experienced an issue with just the bd 20g x 1.00¿ IV autoguard needles. No patient harm, nurses advise that the needle will not retract back.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract back was confirmed; however, the root cause could not be determined from the five photographs that were provided for investigation. The photos showed an unsealed 20ga insyte autoguard unit from lot: 3268835 with evidence of use. The catheter was positioned over the needle. It appeared that the button had been pressed; however, the needle was not retracted. Without the physical sample, the root cause of the reported issue could not be determined from the photographs. Potential contributing factors include misplaced adhesive and failing to break the adhesion between the catheter tip and the needle. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.